Manufacturer narrative:
Service inspected the analyzer and after performing multiple troubleshooting procedures determined the ict probe was the cause of the issue. The ict probe was replaced, and the issue was resolved. A review of instrument service history revealed no additional service tickets associated with erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the alinity c-system or the ict probe. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c processing module, serial (B)(6) was identified.

Manufacturer narrative:
Patient identifier: sid (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium results generated on the alinity c processing module for one patient when compared to the repeat results on another alinity c instrument. The results provided were: on (B)(6) 2020 sid (B)(6) initial sodium result = 120 mmol/l, repeated = 141 mmol/l (sodium normal range 136 mmol/l to 145 mmol/l). No impact to patient management was reported.